Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following details were recorded: "tissue processing quality impact tissue were not infiltrated with parrafin [sic]." On 19 september 2023, the assigned local leica field applications specialist - core histology (fas) visited the customer site and documented the following: "instrument completed a protocol successfully without any event codes signifying an error occurred. The tissue were described as not infiltrated with paraffin." The fas reviewed the instrument logs and found "...bottle 6 was the only event changed prior to the run. It was reset to 100% but hydrometered [sic] at 74%. Bottle 6 was the last alcohol used before xylene for the 8hr run on retort a. Retort b had a 12hr run that did not use bottle 6 and was not effected [sic]..." The fas "...changed bottles: 3,4,6,8,10,11,12,13,14,15 changed waxes: 1-4" and confirmed with the customer "...test tissue was successful and instrument it in use." The fas documented that the affected patient tissue samples were derived from one (1) "8hr" tissue processing run comprising 144 cassettes executed in retort a which completed at "4am" on (B)(6) 2023; the affected tissue artefact was described as "not infiltrated with paraffin" and the affected patient tissue samples were re-processed by "xylene-wax, run back to formalin and back". The type(s) and size(s) of affected patient tissue samples were not provided. The fas further documented that: "the tissue was presumed wax didnt [sic] infiltrate. Was ran through xylene and wax again. Then was run back to formalin and re processed. Bottle 6 was hydrometering [sic] at 74%. Machine was reading 100%. On 28 september 2023, leica biosystems melbourne received the following information provided by the complainant to the leica field application specialist - core histology: "I received an e-mail today from the customer that 1 patient did need re-biopsied [sic]." An age and gender were provided for the affected patient. On 29 september 2023, leica biosystems melbourne received the following information provided by the complainant to the leica field application specialist - core histology: "customer emailed me today. Another patient was re biopsies [sic]..." An age and gender were provided for the affected patient. The leica field application specialist - core histology confirmed two (2) patients in total were adversely affected in this event. Refer to MFR. Report #8020030-2023-00031 for specific details of the other patient involved.

Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 08:10 on (B)(6) 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs indicated that bottle 6 (ethanol) was not in contact with the corresponding sensor for 03:30 minutes at 08:07 on (B)(6) 2023, which is sufficient time to replace the reagent in the bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual. However, on 19 september 2023, information received from the assigned leica field application specialist - core histology detailing: "...bottle 6 was the only event changed prior to the run. It was reset to 100% but hydrometered [sic] at 74%. Bottle 6 was the last alcohol used before xylene for the 8hr run on retort a..." Indicating that a use error occurred during replacement of the reagent in bottle 6 (ethanol). The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol) with an approximate ethanol concentration of 74% was used for the final dehydrating step of both the "factory 8hr xylene standard" protocol started in retort a at 17:36 on (B)(6) 2023 and the "factory 12hr xylene standard" protocol started in retort b at 08:11 on (B)(6) 2023. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the instrument logs and the information available found that the instrument functioned as designed during execution of both the "factory 8hr xylene standard" protocol comprising 144 cassettes, which started in retort a at 17:36 on (B)(6) 2023 and successfully completed at 11:00 on (B)(6) 2023 and the "factory 12hr xylene standard" protocol comprising 80 cassettes, which started in retort b at 08:11 on (B)(6) 2023 and successfully completed at 20:09 on (B)(6) 2023.